Event description:
During surgery, the point of the tap broke. It required intervention to be removed from the patient. Surgery time was not extended. There was no reported injury to the patient.

Manufacturer narrative:
Lot number pending return to abbott spine. Device is an instrument and not implantable. Pending lot number information. Pending further investigation.